Event description:
Information received by medtronic indicated that the customer passed away on (B)(6) 2023. The cause of death as reported was due to hyperglycemia and a lot of vomiting. The blood glucose level at the time of death was unknown. The customer was not wearing the pump at the time of passing. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, stained serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted duracell alkaline battery installed. No damage noted on the original battery cap. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2023 listed on smartsolve and the days prior to the event date. (B)(6) 2023 dailytotalofbolusinsulindelivered = 16.9; (B)(6) 2023 dailytotalofbolusinsulindelivered = 6; (B)(6) 2023 dailytotalofbolusinsulindelivered = 21.6; (B)(6) 2023 dailytotalofbolusinsulindelivered = 10.5; (B)(6) 2023 dailytotalofbolusinsulindelivered = 4 ;(B)(6) 2023 dailytotalofbolusinsulindelivered = 0; (B)(6) 2023 dailytotalofbolusinsulindelivered = 0. There were no boluses listed on the event date (B)(6) 2023 in the pump history file (primary svn (B)(6) please see below for the daily total of all insulin delivered on the event date (B)(6) 2023 in the pump history file (primary svn (B)(6) (B)(6) 2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered = 16.975 dailytotalofbasalinsulindelivered = 16.975 dailytotalofbolusinsulindelivered = 0 there were no auto suspend alarm noted in the pump history file (primary svn (B)(6) there were no user suspended alarm noted on the event date (B)(6) 2023 in the pump history file (primary svn (B)(6) there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2023 in the pump history file (primary svn (B)(6) the pump passed the functional testing. Battery cap contact missing/damaged not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.